Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter on the device cannula. The following information was provided by the initial reporter: material no: 328438 batch no: 7340791 verbatim: email sent¿2019-03-31 17:29:41 we are concerned about some needles in our box marked 7340791, manufactured 2017-12-01. The "bright spots" seem to be a foreign substance that increases the diameter of the needle (meaning not just an oil). It's almost like glue or something.

Manufacturer narrative:
Investigation: customer returned a photo of a syringe. Customer states that there is a foreign substance that increases the diameter of the needle. The attached photo was examined and exhibited material on the cannula shaft. It is difficult to determine the identity of this material solely from the attached photo without the sample. A review of the device history record was completed for batch #7340791. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200729990] noted that did not pertain to the complaint. Root cause cannot be determined at this time as it is difficult to determine the identity of this material solely from the attached photo without the sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced foreign matter on the device cannula. The following information was provided by the initial reporter: material no: 328438 batch no: 7340791. Verbatim: email sent¿ (B)(6). We are concerned about some needles in our box marked 7340791, manufactured 2017-12-01. The "bright spots" seem to be a foreign substance that increases the diameter of the needle (meaning not just an oil). It's almost like glue or something.